Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via medtronic field representative regarding an event happened during use for a pre-op diagnosis of t11 ¿ t12 nerve root symptoms. It was reported that, the fixation range was extended due to the development of nerve root symptoms at t11-12 (t11-t12 stenosis). The levels implanted was mentioned as connection and fixation from t9 - s2. A revision surgery was performed until the t9 and replacement of l3 screw was performed. There was no delay in surgery reported. There was a health damage in patient was reported. There were no further complications to patient/physician were reported/anticipated. Additional information received on (B)(6) 2020: it was confirmed that there was no malfunction of screw. After the procedure of l4-5-s1-isbs on (B)(6) 2019 (initial surgery), symptoms on l2 occurred, so the fixation was extended to l3. Additional information received on (B)(6) 2020: date of initial surgery: (B)(6) 2019. Revision surgery happened due to neurological symptoms developed at l2 on (B)(6) 2020. Revision surgery happened due to neurological symptoms developed at th11-th12 on (B)(6) 2020.